Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 130, 132, 170 and 149 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 250 mg/dl. Son stated that he is concerned truemetrix meter is not giving correct results due to being 100 points lower than another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not present at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).